Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an air bubbles anomaly on the insulin pump. The customer's blood glucose level was 239 mg/dl. The troubleshooting was performed. The customer states her blood glucose are high . The customer was advised to change infusion set and air bubbles did not persis ater set change. The customer was sent replacement sets and return packaging.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.